Event description:
Healthcare professional reported "rupture" of a saline filled breast implant for an unknown side. Physician later reported left side "deflation" and capsular contracture baker grade unknown. Healthcare physician confirmed baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as fold flaw opening and observed a delamination total of the plug strap disk shell (adhesive failure) ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ yellow encapsulation observed inner the device. ¿ black mold like observed outer the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture" of a saline filled breast implant for an unknown side. Physician later reported left side "deflation" and capsular contracture baker grade unknown. Healthcare physician confirmed baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
F2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, unknown baker grade on an unknown side and rupture on an unknown side.